Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for micrococcaceae (1cfu / endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -the instrument channel: pseudomonas aeruginosa and stenotrophomonas maltophilia (the total cfu of the pseudomonas aeruginosa and stenotrophomonas maltophilia is 45cfu) -the auxiliary channel: pseudomonas aeruginosa and stenotrophomonas maltophilia (the total cfu of the pseudomonas aeruginosa and stenotrophomonas maltophilia is 33cfu) -the air/water channel: pseudomonas aeruginosa, stenotrophomonas maltophilia, and bacillus cereus (the total cfu of the pseudomonas aeruginosa, stenotrophomonas maltophilia, and bacillus cereus is 9cfu) -the suction channel: pseudomonas aeruginosa and stenotrophomonas maltophilia (the total cfu of the pseudomonas aeruginosa and stenotrophomonas maltophilia is >150cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.